Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') in a 33-year-old female patient who had essure (batch no. B53664) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff did not underwent for confirmation test". The patient's medical history included chest pain, right upper quadrant pain, dysfunctional uterine bleeding, vomiting, back pain and systolic blood pressure. Concurrent conditions included upper respiratory infection, shortness of breath, abdominal pain, hypertension, asthma and lupus erythematosus. Concomitant products included alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), ibuprofen, omeprazole (protonix), ondansetron hydrochloride (zofran), paracetamol (acetaminophen) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain :pelvic/pain,"), migraine ("migraine"), headache ("headaches") and rash ("rashes or skin conditions type: rashes"). On (B)(6) 2014, the patient experienced device expulsion ("expulsion of essure device"), 7 months 29 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("pain :abdominal"), back pain ("pain: back"), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("rash/skin condition: nickel allergy"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), panic disorder ("psychological or psychiatric problems condition:- generalized panic"), anxiety ("psychological or psychiatric problems condition:- anxiety disorder and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharges") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with received treatment for migration / perforation. Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal pain, back pain, genital haemorrhage, allergy to metals, depression, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, vaginal haemorrhage, menorrhagia, panic disorder, anxiety, rash, nausea, dysmenorrhoea, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, panic disorder, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/ abdominal, back, abnormal bleeding (general),nickel allergy, perforation: uterine/migration, vaginal infection, migraine, headaches". She had not undergone essure removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs& mr received: - new reporter information was added. Lot no was added. New event added device expulsion, vaginal bleeding, menorrhagia, generalized panic, mental anguish, rash, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, weight loss, medical device monitoring error. Psych injury event updated to depression. Concomitant drugs, medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') in a 33-year-old female patient who had essure (batch no. B53664-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for confirmation test". The patient's medical history included chest pain, right upper quadrant pain, dysfunctional uterine bleeding, vomiting, back pain and blood pressure systolic abnormal. Concurrent conditions included upper respiratory infection, shortness of breath, abdominal pain, hypertension, asthma and lupus erythematosus. Concomitant products included alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), ibuprofen, omeprazole (protonix), ondansetron hydrochloride (zofran), paracetamol (acetaminophen) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain :pelvic/pain,"), migraine ("migraine"), headache ("headaches") and rash ("rashes or skin conditions type: rashes"). On (B)(6) 2014, the patient experienced device expulsion ("expulsion of essure device"), 7 months 29 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abdominal pain ("pain :abdominal"), back pain ("pain: back"), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("rash/skin condition: nickel allergy"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), panic disorder ("psychological or psychiatric problems condition:- generalized panic"), anxiety ("psychological or psychiatric problems condition:- anxiety disorder and mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharges") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with received treatment for migration / perforation. Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, device expulsion, pelvic pain, abdominal pain, back pain, genital haemorrhage, allergy to metals, depression, vaginal infection, bladder disorder, urinary tract disorder, migraine, headache, vaginal haemorrhage, menorrhagia, panic disorder, anxiety, rash, nausea, dysmenorrhoea, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, panic disorder, pelvic pain, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/ abdominal, back, abnormal bleeding (general),nickel allergy, perforation: uterine/migration, vaginal infection, migraine, headaches". She had not undergone essure removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), pelvic pain ("pain :pelvic"), abdominal pain ("pain :abdominal"), back pain ("pain: back"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("rash/skin condition: nickel allergy"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraine") and headache ("headaches"). The patient was treated with received treatment for migration / perforation. Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, allergy to metals, psychological trauma, vaginal infection, bladder disorder, urinary tract disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, genital haemorrhage, headache, migraine, pelvic pain, psychological trauma, urinary tract disorder, uterine perforation and vaginal infection to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/ abdominal, back, abnormal bleeding (general),nickel allergy, perforation: uterine/migration, vaginal infection, migraine, headaches". She had not undergone essure removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury to herself¿ was updated to more specified event¿ perforation: uterus/migration, pain: pelvic, pain: abdominal, pain: back, abnormal bleeding (general), rash/skin condition: nickel allergy, psych injury, vaginal infection, bladder or urinary problems or changes: unspecified, migraine and headache¿. Reporter, demographics; essure indication (amended) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.